Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were five non-sustained tachycardia (nst) episodes with v-v intervals less than 220 ms on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor was triggered on (B)(6) 2016 for lead impedance and v-sensing integrity counter (sic)s. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 542 ohms through (B)(6) 2016 and rose out of range during the week of (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sics. There were 1710 v-sics since (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead impedance warning and exhibited unstable thresholds due to a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.